Manufacturer narrative:
The device was returned to the service department of olympus (B)(4) (oaz). The evaluation of the device by omsc confirmed the followings; instrument channel was leaking. Angulation rubber was leaking. Adhesive around light guide lens was worn, chipped or detached. A rubber adhesive was detached, chipped, cracked. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the device has been tested twice positive for unspecified microbes after three microbiological tests by user facility. After this report, the result of the three microbiological tests was sent from the user facility as follows. [First time;(B)(6) 2020] -unspecified channel: no growth after 7 days [second time; (B)(6) 2020] -unspecified channel: pseudomonas aeruginosa (1,00-10,000 cfu/ml) [third time; (B)(6) 2020] -unspecified channel: no growth the device had been reprocessed with a gallay automated endoscope reprocessor, soluscope, using sol-p, sol-c, sol-a, sol-l, and sol-tab. There was no report of infection associated with this report.

Manufacturer narrative:
This follow-up report is being submitted to correct the initial report and report the additional information. Correction was made as follow. The initial report described that the device tested positive twice for microbes, but actually it tested positive three times. Additional information was as follow. Olympus was unable to obtain the microbiological tests by the user facility because the customer refused to provide the results to olympus. The customer reported that the device had been used on patient. Reportedly, no health hazard has been identified in the patient. Omsc found that there was dirt on the inside of the light guide lens of the device because there was a gap in the adhesive around the light guide lens. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of positive culturing test results three times could not be conclusively determined. Additionally, the exact cause of dirt inside the inside of the lens could not be conclusively determined. However, based on information from olympus (B)(4), there was the possibility that the adhesive around the light guide lens was stretched and peeled off at the boundary face due to excessive force, causing a gap. As a result, the dirt could have invaded into the inside of the lens through the gap of the adhesive. By continuing to use the device, the gap could have advanced further due to the chemical solution soaked in.